Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored episodes containing oversensed noise that correlated with an endoscopic procedure that day. It was noted that a magnet was applied for the procedure. Lead measurements were within normal range. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding possible adverse patient effects and event resolution. If information is provided in the future, a supplemental report will be issued.